Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous vessel. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported.